Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the second band, the trip wire broke. A second speedband superview super 7 was used. While testing the device, it was noticed that the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap of the two devices were removed at the beginning of the set-up; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."